Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. [Consideration]; since the forceps could not be inserted to the channel of the subject device, foreign substances may have remained, or the instrument channel may have buckled. So it was presumed as follows; it became difficult to remove foreign substances because the pre-cleaning was not performed immediately after the procedure, or the appropriate reprocess and the appropriate amount of water were not supplied by the pre-cleaning and manual cleaning. There was a lack of device handling and cds (cleaning, disinfection and sterilization)/reprocessing training for the user facility staff in accordance with IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). Olympus (B)(4) checked the subject device and found that the forceps could not be inserted due to blocking of the channel. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging such as the foreign object in the channel that the forceps could not be inserted (the user may have used the poor reprocessing subject device for next procedure). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that there was foreign material in the instrument channel of the subject device. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.